Event description:
It was reported that during analysis, the patient's insertable cardiac monitor (icm) had an under-sensing. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined with the information provided, although it is suspected to be due to temporary loss of electrode contact.